Event description:
Two filters did not open completely after placement. One filter was placed via jugular and one femoral. The physician feels the pt is presently protected. The devices remain implanted. Therefore, no failure analysis will be available. A pre-placement cavogram was not performed prior to filter placement which co believes contributed to this event. However, without evaluating the devices, co cannot determine the exact cause for this event. Co's direction for use state: "an inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."